Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery in the original procedure? What were the indication for the endoscopy after one week post op? Could you please provide the hematocrit levels pre-op and post-op? Was the patient receiving any anticoagulants? Was a blood transfusion given? If so, how many units? Did the patient have bowel movements prior to identification of the post-op bleeding? How was the bleeding identified and addressed? What is the current patient status?

Event description:
It was reported that after one week from a right hemicolectomy, bleeding occurred from the anastomosis site. The bleeding was endoscopically confirmed at the middle of the existing staple line of the first firing of feea. The staple height was blue. According to the doctor, the anastomosis site was reinforced by additional hand suture during the operation. No device will be returning.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what were the indications for surgery in the original procedure? No information. What were the indication for the endoscopy after one week post op? Blood feces. Could you please provide the hematocrit levels pre-op and post-op? No information from the hospital. Was the patient receiving any anticoagulants? No. Was a blood transfusion given? If so, how many units? No. Did the patient have bowel movements prior to identification of the post-op bleeding? No. How was the bleeding identified and addressed? By the endoscopy. And the bleeding was stopped by clipping by the endoscopy 12 days after the initial procedure. The bleeding like oozing seemed to be occurred from the center of the stapleline of 1st fire. What is the current patient status? The patient was discharged. The hospital day stay prolonged.